Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed during a follow-up in clinic. Isometrics testing showed no noise on the lead. Further testing was recommended.